Manufacturer narrative:
Corrected data: evaluation method code grid: changed to device not returned evaluation results code grid: changed to no findings available component code: changed to others - insufficient information conclusion code: changed to cause not established.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging heart issues (tachycardia). Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.